Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units balloon pump is leaking.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had leak - unknown/unspecified. Failure was observed by end user ¿ balloon pump leaking¿. Getinge field service engineer (fse) tested and examined in fault logs in alarm journal numerous ¿leak in iab circuit¿. Performed all leak tests and passed to specifications. Could not duplicate any leak issue. Alarm trigger of ¿leak in iab circuit¿ operational to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.